Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2 of 4. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The tsr further advised the hp to start over with new supplies or finish with manual exchanges. The hp stated he wanted to end therapy for the night. The tsr reviewed proper procedures per the user manual with the hp. The tsr then advised the hp to inform his nurse (rn) of the incident and any missed therapy. On (B)(6) 2010 product surveillance contacted the hp who stated that he ended therapy that night and decided to continue the next morning. The hp also stated that he left the old supplies set up from the night and the next morning noticed some moisture between his bags on the heater. The hp reported that due to space constraints, he places his 2 bags on top of one another. The hp completed therapy the next morning using new supplies. The hp has not had any further issues. No adverse event from this incident was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient (hp) stated that he ended therapy that night and decided to continue the next morning. The hp, due to space constraints, places his 2 bags on top of one another. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).